Manufacturer narrative:
This device bipap a30 was manufactured 01/05/2012 which is prior to UDI (gtin) requirement implementation. This device does not have a UDI (gtin) and no UDI (gtin) will be listed in this report.

Event description:
A bipap a30 device was returned to a third-party service center for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation at the third-party service center, the device was visually inspected, and foam particles were observed. The foam insulation needs to be replaced to resolve the issue. No repairs were performed. The device will be scrapped per the customer's request.